Manufacturer narrative:
Final device investigation found that the returned device had one area on the proximal end of the insulation, about 1 cm wide, that appeared damaged, indicating the presence of an alternate current path. There was also contaminants present, consistent with handling and exposure within the field. The device failed its insulation testing at the damaged point. The damage is confirmed, though the root cause of the reported arcing is still unknown. There is no indication that there was any interruption or breach in the insulation prior to being shipped to the account. All devices are 100% insulation tested during reprocessing. The device history record was reviewed and no discrepancies were noted. A review of the complaint database reveals there have been no other reports of adverse events or device malfunctions associated with the reported issue.

Manufacturer narrative:
Device has been returned to the manufacturer, however the investigation has not been completed at the time of this report. A supplemental form will be sent once the investigation has been completed.

Event description:
It was reported that during a laparoscopic sacrocolpopexy procedure, an electrical arc caused two 1 cm burns on the patient's peritoneum in different locations. The degree of the burn was not noted, but it was noted that due to this incident, there was no impact on the patient outcome or change of the procedure.